Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. It is still implanted in the pt's foot. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the pt had an allergy to the bold product (important inflammatory response). Allergy testing was in progress. Additional information has been requested and the following information was received on (B)(6) 2013: on (B)(6) 2013, the (B)(6) female pt had a hallux vagus surgery: scarf of the left foot. Osteotomy scarf with 3 cuts: lateralization of the head of m1 and maintain the decrease with two bolds. There was no pt injury or death alleged. The event did not increase the surgery time. The product will not be returned as it is still implanted in the pt's foot.